Event description:
It was reported by service report that the right side rail would not lock in the upright position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.